Event description:
Following the (B) (6)2007 implantation surgery, there was a substantial amount of bruising, inflammation and surgical trauma. At about one month postoperative -po- as the majority of initial surgical trauma subsided, it revealed what was to become the chronic po symptoms of inflammation and gnawing pain in my groin, feeling ill and exhausted, with soreness in my muscles/joints. I believe these po symptoms were a severe systemic adverse reaction and foreign body response to the mesh implants. - over the next 15 months, my life spiraled into a living hell as the chronic po pain and complications became more severe leaving me functionally impaired and unable to continue to work. - I would describe 'an alien/foreign sensation' -in my groin-, as if two pieces of cardboard are moving, becoming slippery, cutting and jarring into the insides of my flesh adjacent to my hip points.' -the patch area when aggravated with physical activity or irritated with constricting clothing becomes itchy, prickly and I have a burning, raw sensation as if a itchy/prickly band is tightening across my lower abdomen. - the first corrective surgery on 10/21/08 would reveal that both mesh implants had migrated in my groin and were found partially crumpled and balled up, adhered to the ligaments, bladder, spermatic cord, nerves and intertwined with the blood vessels of my severely inflamed groin. - after the second corrective surgery on (B) (6)2009, it is estimated that about 5% of the mesh implants still remain unrecoverable. Though, after the corrective surgeries, I have experienced significant improvement in the level of acute pain I was experiencing, as well as a progressive reduction of chronic exhaustion, soreness in my muscles/joints and feeling ill, my groin is still in a state of chronic inflammation and I continue to have ongoing complications and chronic pain that increases with physical activity. I currently do not have a recurrence of my small hernia because of the excessive scaring to my abdominal wall that resulted from the trauma to my groin and my body's severe chronic adverse reaction/response to the mesh implants. For the rest of my life, I will pay the price for the catastrophic failure of this surgery. I believed I would have faired better surviving a car accident than having the 2007 surgery performed. I tried over the counter and prescription pain medication in an attempt to help alleviate my chronic postoperative pain throughout this ordeal. I tried physical therapy in (B) (6) and (B) (6) of 2008 in an attempt to help address the chronic postoperative pain and complications. Physical therapy only made my pain and complications worse. - I have found that the most effective way to deal with the pain and complications in the almost three and a half years now since the original surgery is to modify my movements. If I sit too long crunching my groin area, the pain increases. If necessary, I can slouch in my chair to prolong my sitting time or I get up and walk around for a while until prolonged walking becomes too painful. I find it is most effective to lie down and not agitate my groin area with movement and any constriction of tight fitting clothing. The most effective approach that helped to deal with my chronic postoperative complications was the surgical intervention and mesh removal. - without the help of the surgeon who performed the two necessary corrections.